Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this device was explanted and the left ventricular (lv) lead was surgically abandoned. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that the patient with this lcardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with chest pain and a slow ventricular tachycardia rate which was externally converted. The lead exhibited high pacing impedance measurements greater than 2000 ohms and increased threshold measurements. It was noted that sensing measurements were normal. An x-ray was performed and no fracture was noted. At this time, the physician will continue to monitor the patient. The lead remains implanted.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.